Event description:
It was reported that during central processing, rubber was burnt around the tip of the fenestrated bipolar forceps. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument associated with this complaint and completed evaluation. Failure analysis confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley between the grips, to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electric continuity test. Thermal damage between grips instrument bipolar yaw pulley is commonly caused by insulation degradation and carbonized tissue creating a conductive path. No damage found to the conductor wire or to the conductor wire insulation.